Event description:
The facility initially reported a pump displaying failure code 803:07. This problem was identified during patient use. During a follow up call to the facility it was found that the fail code occurred an infusion of an unspecified medication stopping the pump. The pump was swapped out with a different pump to restore therapy. There was no patient injury associated with this event. No additional information was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.